Manufacturer narrative:
(B)(4).

Event description:
Received information the patient experienced a fractured lead. Additional information has been requested and if received a follow up report will be sent.